Event description:
It was reported that the tubing came apart at the safety clamp. The nurse took the tubing out of the packaging (the paper securement ties had not yet been removed) and the tubing separated from the blue clamp. Another tubing from the same lot number was tried and the same result occurred. Another tubing was tried with a different lot number and this did not occur. All tubing (40 packages) with this lot number were removed from the ER cart. There was no patient involvement.

Manufacturer narrative:
Supplemental created to add revised root cause-the root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the safety clamp was confirmed. Visual inspection observed a separation at the engagement between the lower fitment and tubing. Closer inspection under a lab microscope observed insufficient solvent at the end of the tubing. The tubing was measured using lab calipers and was found to be within measurement specification(s). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Further functional testing could not be performed due to the separation. The root cause of the separation is currently being investigated by manufacturing.

Event description:
It was reported that the tubing came apart at the safety clamp. The nurse took the tubing out of the packaging (the paper securement ties had not yet been removed) and the tubing separated from the blue clamp. Another tubing from the same lot number was tried and the same result occurred. Another tubing was tried with a different lot number and this did not occur. All tubing (40 packages) with this lot number were removed from the ER cart. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing came apart at the safety clamp. The nurse took the tubing out of the packaging (the paper securement ties had not yet been removed) and the tubing separated from the blue clamp. Another tubing from the same lot number was tried and the same result occurred. Another tubing was tried with a different lot number and this did not occur. All tubing (40 packages) with this lot number was removed from the ER cart. There was no patient involvement.